Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab was positive for a leak". Additional information states that the iab catheter was "to be removed and replaced". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "iab was positive for a leak". Additional information states that the iab catheter was "to be removed and replaced". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The short arterial pressure tubing was noted connected to the iabc luer. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 26cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cus-tomer photo was reviewed. The photo shows an iabp recorder strip with an abnormal balloon pressure waveform (bpw). The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, wa-ter was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the cath eter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab failed leak test" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.